Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated and there was no magnet response. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of inability to interrogate and no magnet response were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feed-through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found at normal level. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.